Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the patient experienced a posterior capsule (pc) tear and the anterior vitrector did not work as expected. After the lens removal a pc tear was noted by the surgeon which prompted an anterior vitrectomy. The cutting device failed to operate. The machine sounded like it should be cutting but the jaws of the cutter were closed firm. Exchanging the probe did no resolve the issue. The scrub team changed to another surgeons settings and the case was completed. The patient is still under review and visual recovery is likely to be delayed.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on february 6, 2013. Based on assessment, the product met specifications at the time of release. Without additional information, the root cause cannot be identified conclusively. As such, there is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The manufacturer internal reference number is: (B)(4).